Manufacturer narrative:
Date of event: estimated to one month post index procedure.

Event description:
It was reported that thrombosis occurred. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Access was gained through a right transfemoral approach. One month after the successful 25mm lotus edge valve implant, the patient was brought in for a follow-up appointment. A computed tomography(CT) scan was performed and the radiologist described the hypo-attenuating leaflet thickening and noted valve thrombosis was present. Gradient had increased from 11mm one day post implant to 29mm. The patient was put on coumadin and will be seen in 30 days.